Manufacturer narrative:
Sample has been received but investigation is not complete at time of this report. Evaluation report is not completed at time of this report. A follow-up report will be sent when completed.

Event description:
The event was reported as: medical personnel had difficulty pulling out the chest tube. When they examined it, there was a piece of cut pvc still in the outlet eye. In trying to pull out the chest tube the part that was cut, lifted as they were pulling, creating a lot of pain and resistance. Patient required increased medicine for the first day after the incident. No further information available.